Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient experienced chronic abdominal pain, several infections, as well as fluid draining from the umbilicus. The patient underwent an additional surgery to remove the device. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Fistula formation is a known inherent risk of surgery and is listed in the instructions-for-use as a possible adverse reaction. No lot number has been provided; therefore a review of the manufacturing records is not possible. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient was diagnosed with a ventral hernia. On (B)(6) 2014: the patient underwent ventral hernia repair with a bard/davol ventralight st. Ni/ni/ni: the patient continued to experience chronic abdominal pain, and further experienced several infections, as well as fluid draining from the umbilicus. The mesh continues to cause chronic abdominal pain, infections, and fissures. On (B)(6) 2016: the mesh required surgical removal and the patient had additional surgery to remove the implanted mesh. The attorney alleged the patient experienced mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization.

Manufacturer narrative:
This emdr corrects the field patient ID.

Event description:
The following was alleged by the patient's attorney: 02/ni/2016: the patient was diagnosed with a ventral hernia. (B)(6) 2014: the patient underwent ventral hernia repair with a bard/davol ventralight st. Ni/ni/ni: the patient continued to experience chronic abdominal pain, and further experienced several infections, as well as fluid draining from the umbilicus. The mesh continues to cause chronic abdominal pain, infections, and fissures. (B)(6) 2016: the mesh required surgical removal and the patient had additional surgery to remove the implanted mesh. The attorney alleged the patient experienced mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization.